Manufacturer narrative:
(B)(4). Reason for late MDR dur to implementation of process improvement.

Event description:
On (B)(6) 2010, it was reported the pt's device was in a power on reset condition. No further details were provided and no outcome was reported. On (B)(6) 2010, it was stated the pt could not adjust the stimulation on their device. The programmer showed a "call your dr" message and an elective replacement indicator (eri). The pt was referred to their health care provider to check the eri message. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.